Manufacturer narrative:
Neither the complaint instrument nor the lot number of the device was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history of the last three orsiro product lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. Review of the three production documentations confirmed that the instruments were manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The provided angiographic material was reviewed but did not lead to any further information regarding the nature of the complaint. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to external factors during the procedure.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a severely calcified lesion in a tortuous rca. The stent dislodged during procedure. At this time, the date of the event, size, model and lot number are unavailable.